Manufacturer narrative:
The pushwire was returned with the implant coil still attached; however, the pushwire was broken into two segments at approximately 8.5cm from the proximal end and the broken segments were not retained by the release wire. The evaluation could not determine the cause of the event. (B)(4).

Event description:
Treatment of a large ruptured aneurysm measuring 12mm located in the ic-pc (internal carotid-posterior communicating) artery. The patient's vessels were not tortuous. It was reported that the 15 coils were implanted in the patient. During the deployment of the 16th coil (the axium), the coil could not be detached with the instant detacher. The physician pushed and pulled the pushwire and the coil became unraveled; therefore, it was removed from the patient. No patient injury was reported as a result of the procedure.